Event description:
It was reported when the device was used during a low anterior resection, the staples malformed. The case was completed by hand suturing. The patient received a temporary ileostomy. The or time was extended for 2 hours.